Event description:
Procedure type: lap chole. According to the reporter: white tip broke off while inserting into the trocar. Doctor looked for the tip and could not find it, used ethicon to finish the case. Delay in or time was 10 minutes. No patient injury was reported. No other information provided.

Manufacturer narrative:
Date initial report sent: 02/19/2009.